Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 26 cm from the terminal pin with only the terminal section returned. The polyurethane tubing was torn apart and appears cloudy, brittle and cracked which is consistent with electrocautery damage. Resistance testing of the returned segment was performed to assess the electrical performance of the lead. The measurements were normal. The clinical observation of lead fracture was not confirmed as the resistance measurements of the returned lead segment were normal. The clinical observation of insulation damage was confirmed as there was damage to the polyurethane was observed however it is unknown if this occurred while implanted or if it was damaged during explant.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range impedance measurements due to lead fracture. Surgical intervention was performed and insulation damage was visually observed. The lead was cut and capped. The cut portion will be returned for analysis. The patient also complained of muscle stimulation.